Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged while pacing a patient (age & gender unknown), the device inappropriately shut down. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device and battery were returned to zoll medical (B)(4); the customer's report was duplicated when the battery, used at the time of the reported event, was inserted. Review of the activity logs does show the device appropriately prompted low battery warnings and a replace battery warning prior to the device powering off. Therefore this claim is being closed as device meets specification. The device passed the final test procedure, was recertified, and returned to the customer. Analysis for reports of this type has not identified an increase in trend.